Event description:
Patient called to report continued malfunctions and issues with the dexcom g7 device over the last 2 years. Patient stated she does contact the manufacturer when malfunctions occur and receives replacement devices and does not have any complaints regarding customer service. However, her main concern is with the frequency of malfunctions. Patient stated she doesn¿t think the g7 device was ready to go to market and feels worried her device can malfunction at any time while driving a car or out of town. Patient stated while reporting a malfunction to dexcom, she asked the representative for FDA contact information to report the reoccurring issues, and the information was not supplied to her nor was it on her device packaging.